Event description:
It was reported that (2) devices were used during a low anterior resection. It was reported by the affiliate that after the colon had been mobilized and the proximal line of transection is created with the tlc75 instrument, the rectum was then mobilzed. The surgeon next did a distal transection of the colon with a tx30b. Then a loproctostomy was performed with the same tlc75 reloaded with a tcr75, but the instrument failed to fire. There was no consequence to the pt.